Manufacturer narrative:
Summary of event: as reported, during a fenestrated endovascular aortic repair procedure, the hub of a flexor raabe guiding sheath separated. Surgical access was obtained in the calcified femoral artery, as a closing system did not work. The anatomy was calcified, and resistance was encountered several times during advancement of the sheath to the target vessel. When the tip of the sheath was placed inside the graft, "in an anatomical area where strong stresses are exerted", the hub separated. A stent had been placed through the sheath and the sheath was pulled back by the hub. An unknown wire was in the lumen of the sheath at the time of hub separation; however, the dilator was not in place. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub of the sheath was separated from the shaft, with no sheath material remaining in the hub. The hub assembly was returned on the shaft of another manufacturer¿s device; however, the hub was able to be removed from the device. The tip of the sheath was also noted to be damaged. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU warns ¿¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ the IFU instructs ¿if resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that an unintended user error contributed to this event. The customer stated that ¿strong stresses¿ were exerted. The IFU warns ¿if resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ the risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a fenestrated endovascular aortic repair procedure, the hub of a flexor raabe guiding sheath separated. Surgical access was obtained in the calcified femoral artery, as a closing system did not work. The anatomy was calcified, and resistance was encountered several times during advancement of the sheath to the target vessel. When the tip of the sheath was placed inside the graft, "in an anatomical area where strong stresses are exerted", the hub separated. A stent had been placed through the sheath and the sheath was pulled back by the hub. An unknown wire was in the lumen of the sheath at the time of hub separation; however, the dilator was not in place. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.